Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited high, out of range pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.